Event description:
This pt underwent placement of a 14 french bard, mushroom tipped gastrostomy tube in 2000. It was removed in 2001 with retention of the inner phalange. A mickey was placed, but during the night, it was lost and a g-tube study revealed a filling defect consistent with a retained plastic cuff. The cuff was removed from the stomach mucosa.